Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported during a routine procedure that this right ventricular (rv) lead exhibited loss of capture, and high thresholds (5.5v@0.4ms). Investigation found that the lead had dislodged. The physician attempted to reposition the lead. Attempts to reposition the lead were unsuccessful due to helix mechanism issues. A different lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, and high thresholds (5.5v@0.4ms). Investigation found that the lead had dislodged. The physician attempted to reposition the lead. Attempts to reposition the lead were unsuccessful due to helix mechanism issues. A different lead was implanted. The lead is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.